Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. While on an in-house system, the medium large clip applier passed the recognition and engagement tests; however, it did not pass the clip test. Failure analysis found an input disk completely detached from the base of the housing. A common cause of this damage is improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci assisted surgical procedure the clip applier would not release from the instrument. The procedure was completed and there was no patient injury.